Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced keypad. As found 9.33 sw as left ver 9.33. Tested pm. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the front case assy w/ keypad 8015 m2. Device history review: a review of the device history record for sn (B)(4) was performed from date of manufacture 07/05/2019 to the present date (B)(6) 2020 and note that this device has been returned for service 1 time which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device.

Event description:
Keypad replacement. No patient involvement.

Event description:
Keypad replacement. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced keypad. As found 9.33 sw as left ver 9.33. Tested pm. A review of the device history record for sn (B)(6) was performed from date of manufacture 07/05/2019 to the present date 12/14/2020 and note that this device has been returned for service 1 time which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the front case assy w/ keypad 8015 m2. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
Keypad replacement. No patient involvement.

Manufacturer narrative:
Additional RMA (sap notification) existed for the same device and issue but with an earlier malfunction start date (equivalent of bd aware date). Also a duplicate complaint was found 494795. G4 date (B)(6) 20. Service depot repairs: replaced keypad for key#1,4,7,silence not working affected keypad recall. Tested pm.